Event description:
The customer reported to baxter (B)(4) on september 29, 2010 an incident where the luer disconnected from the tubing with this solution administration set. This incident occurred before use. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer returned the actual sample for evaluation. A visual inspection was performed and the reported condition was confirmed. The luer lock was found to be disconnected from the tubing. A low insertion was observed. A batch review could not be performed as the lot number is unknown. As a corrective action, the manufacturing plant will connect a sensor to the machine to detect sets with low insertion between the tube to the luer lock.

Event description:
The customer reported that the provue misread a weak + reaction as negative in the dat testing.

Manufacturer narrative:
Per the customer, the sample is reported to be available for evaluation. A follow up report will be filed if the sample is returned and evaluated of it any additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).